Manufacturer narrative:
Manufacture date, expiry date and lot number are not available at this time. Investigation: a terumo bct service technician checked out the machine at the customer site. An autotest and saline run were completed successfully. The machine met all manufacturer's specifications. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported receiving the alarm "cells were detected in plasma line from centrifuge" and seeing pink- tinged plasma in the connector and plasma line during a red blood cell exchange (rbcx) procedure on a sickle cell patient. The machine was paused, and the physician was called. The physician at the site stated that the reason of discolored plasma is because the many antibodies that the patient has and that it was very hard to find the compatible units. Per the physician's order, a second unit was set up for a second attempt. Pink plasma was seen again on the second attempt. The machine was paused again, and the doctor ordered a test for transfusion reaction/hemolysis and ordered to stop the rbcx procedure. Test results are not available at this time. The patient was able to go home after the labs were drawn. Red blood cell replacement volume during first procedure: 140ml, lot no. 1911133230 red blood cell replacement volume during second procedure: 95ml, lot no. 1909183130 patient identifier and age are not available at this time. The rbcx sets are not available for return because they were discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in e1, h6, h10. Investigation: the customer submitted a photograph of the connector . The interface appeared to be in the correct position for an rbcx procedure. However, the plasma layer was tinged with dark pink plasma confirming the presence of plasma free hemoglobin. Root cause: the specific root cause of the red cells in the plasma could not be determined. Based on the clinical findings and analysis of the run data files, the most probable causes include but are not limited to: - the patient's disease state - a misload of the disposable set - occlusion in the disposable set tubing - partial flash, bad seam weld, and/or assembly error on the channel connector

Event description:
The customer declined to provide patient age and ID. Red blood cell replacement volume during procedure: 140ml.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, d.4, e.3, h.4, h.6 and h.10. Investigation: the device history record was reviewed for this lot. There were no issues noted that would have contributed to the discolored plasma experienced by the customer. The customer submitted a photograph of the connector. Upon inspection of the photographs, there are no visible signs of an interface, only dark pink plasma filling the entire connector. Report of the second event for this MDR reported in the initial MDR has been separated and reported on MDR 1722028-2020-00243 in order to capture the different lot numbers. Investigation is in process. A follow up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.10. Updated rdf analysis: review of the procedure files confirmed that custom prime had not been performed, as initially reported, and found that the device operated as intended and is safe for use. The operator experienced five "cells were detected in the plasma line from centrifuge" alarms in the first 13 minutes of the procedure. The readings from the rbc detector showed there were cells in the plasma line starting around five minutes into the procedure. This is roughly the amount of time it takes the device to clear out the saline in the set and replace it with the patient's blood. This is an indication that the hemolysis has something to do with the patient's disease state. Investigation is in process. A follow up report will be provided.

Event description:
During follow-up with the customer it was reported that thye checked the mahcine and it is now 'ok". They customer did not provide further patient information or test/lab results.

Manufacturer narrative:
This report is being filed to provide additional and corrected information in e.1, and additional information in b.5 and h.10. Investigation: the run data files were analyzed for this event. The files show that the device operated as intended. The operator experienced five "cells were detected in the plasma line from centrifuge" alarms in the first 13 minutes of the procedure. The readings from the rbc detector showed there were cells in the plasma line from the very beginning of the run, prior to the patient's blood entering the channel. This indicated that there was an issue with the custom prime unit. Therbc detector signals show that it was working and operating as it was designed. Nothing seemed abnormal or out of range during this 15 minute procedure. Investigation is in process. A follow up report will be provided.